Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The displacement, prime, basic occlusion, occlusion and no delivery tests could not be performed due to no button response. The device also had a broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip, scratched lcd window and case. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer stated that the buttons were sticking and also reported that the device had a small crack. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.